Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrections: d4: model # = gpn # h6: annex a. Summary of event: it was reported in the ncircle tipless stone extractor's sheath was found ¿fractured¿ near the handle and the basket cannot be opened. The issue was found when the package was opened, prior to an unspecified procedure for stone removal in bladder. The procedure was completed by using another same-like device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The device did not make patient contact. Investigation ¿ evaluation. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. A visual inspection of the returned complaint device was also conducted. One ncircle tipless stone extractor was returned for investigation. A visual exam notes sheath is damaged, and the coil is exposed. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found two additional complaints for this lot number. The product IFU states precautions: do not use excessive force to manipulate this device. Damage to the device may occur. Instructions for use: upon removal from package, inspect the product to ensure no damage has occurred. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, quality control documents, returned complaint device, and complaint file suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, it was concluded that there is no evidence that nonconforming product exists in house or in field. Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported in the ncircle tipless stone extractor's sheath was found ¿fractured¿ near the handle and the basket cannot be opened. The issue was found when the package was opened, prior to an unspecified procedure for stone removal in bladder. The procedure was completed by using another same-like device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The device did not make patient contact.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: street: (B)(6). Line 2: (B)(6). Postal code: (B)(4). Phone: (B)(6). G4 ¿ PMA/510(k) #: exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.